Manufacturer narrative:
The device history record (DHR) is established based on the serial number sticker on the device package. A serial number was not provided, therefore the DHR could not be reviewed. As part of the manufacturing process, all dhrs are reviewed and approved by quality, prior to release of the product. Since a sample was not returned for evaluation and no photos were provided, a product failure analysis could not be performed, and a root cause of the reported issue was unable to be determined. The manufacturing process of the y-port assembly, tests and inspections were reviewed. All devices are 100% tested and inspected prior to release. Although the root cause of the reported issue was not be determined, corrective actions were recently implemented; a new solvent dispenser was put into service, and the structure of the y-port design change has been made from the wing design to a no-wing design because the no-wing design will increase the surface area of the bond and has been proven to increase the bond strength of the y-port assembly. Functional testing and visual inspections are being performed according to the current quality standards and inspection procedures. If a sample is received, this complaint will be reopened for further investigation. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that one of the two luer lock ports broke, causing leaking and issues with the ng tube. The other valve was not broken but unable to give feedings with the other port de to loss in pressure. When attaching the tube feeding to the port you cannot tighten too tight or it can cause this issue of the port breaking. There was no patient injury.